Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection and maintenance, the cs300 intra-aortic balloon pump (iabp) unit has an automatic inflation failure alarm. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) had found that there is a leakage from the k8 which was being found during the inspection of the equipment. Actually fse had replaced the manifold drive so, that after the replacement the test was normal. The equipment had passed all the factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.